Event description:
It was reported to manufacturer that after the vns patient's device was interrogated at a routine office visit, the device output current was found to be a 2.25ma, where the patient had previously been set to 0.75ma. As a result of the high output current, the patient "grabbed her neck and was turning blue". The patient's device was interrogated using a different programming system and the settings were changed to the intentional settings. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.